Event description:
It was reported that the customer's pump had a cracked and unresponsive touchscreen, making interaction impossible. There was no adverse impact to the customer's blood glucose level. As corrective action, the customer switched to multiple daily injections to ensure continued insulin delivery, and tandem technical support arranged for a replacement pump with updated software to be sent to the customer. The customer was instructed to send the faulty pump back to tandem within ten days using a pre-paid return box, and they acknowledged all instructions provided.